Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that they were on their way to the optometrist and due to being in a hurry, forgot to eat. Patient knew his blood glucose was falling in the morning and he needed to eat but did not. Patient stated he knew that he should have been pulled over because he knew he was going low. Patient had a diabetic low, blacked out while driving and crashed into a truck. Patient stated no one was hurt in the accident. Emergency medical technicians (emt's) checked the patient's bg with a fingerstick and the patient was in the 20's. The patient was treated with an IV of glucose in the ambulance. Patient did not go to hospital. Patient stated that if he had eaten he would not have gotten into an accident. Patient stated he did not know if his receiver had alarmed or not at the time of the event. There was no alleged device malfunction. At the time of contact, patient was in okay condition. No further event or patient information was provided.